Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during removal of listed device it was noted that the cannula was missing. No medical intervention was taken to retrieve the missing piece. No adverse health outcome resulted from this event.